Event description:
The customer returned the product for "device was not recognize cassette," during device evaluation, a defective downstream occlusion (dso) seal was identified. There was no patient involvement or harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history review found no history in the previous 12 months. Visual and functional testing were performed, and the customers¿ issue was confirmed through pump power up test, and attaching a 50 ml cassette which displayed "cassette not attached properly alarm.¿ the root cause of the issue was a faulty/defective downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue. The device was placed on hold to verify if the coin cell battery can hold charge after charging it for 10 days.